Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery with tortuosity and calcification. Pre-dilatation was performed and the 2.5 x 28 mm xience v stent delivery system was advanced and the stent was implanted; however, a dissection occurred. The dissection was treated with a mini vision stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation: there were no reported product deficiencies. The reported patient effects of dissection are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.